Manufacturer narrative:
(B)(4). During 1st attempted balloon inflation the balloon failed to inflate. The distal tip was slightly flared indicating that it may have been stubbed during advancement. Negative purge was performed with no leak detected. The balloon was pressurized to nominal pressure with no issues noted. A slow leak was observed from the distal tip and a slight drop in pressure was noted in the inflation device. Visual inspection of the inner shaft detected a short radial cut on the inner shaft distal to the proximal marker band. The edges of the cut were smooth and even.

Event description:
An nc euphora balloon dilation catheter was being used to treat a lesion. The device was removed from the packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. Negative prep was performed. During balloon inflation the balloon burst below the rbp. One inflation had been performed prior to the reported issue. There was no patient complications reported.

Manufacturer narrative:
(B)(4). Results: (no results available since no evaluation performed) - device or procedural images not provided for review. Related to operational context (no issues with device prior to use). Device not returned for evaluation. Conclusion result: unable to confirm complaint (device or procedural images not provided for review). Related to operational context (no issues with device prior to use). Device not returned - no evaluation will be performed.